Event description:
It was reported to fresenius that patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an infection (specifics not provided) causing the patient to transition to hemodialysis (hd) for rrt. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l, exact value not provided) were collected, and the patient was sent to the emergency room (ER) for further evaluation. While in the ER, the patient was diagnosed with peritonitis, admitted for the intravenous (IV) administration of antibiotics (vancomycin and ceftazidime) and removal of the patient¿s pd catheter (not a fresenius product). The ER physician decided the infection was too severe to keep the pd catheter in place. During the pd catheter removal surgery, a ¿tunneled¿ hd catheter (not a fresenius product) was placed. The patient was transitioned to hd to allow time for the patient¿s abdomen to heal. The patient tolerated the transition of modality without issue and was discharged in stable condition. The patient¿s peritoneal effluent fluid culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported the patient is recovering and will return to pd therapy in approximately the next 30 days.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h10 (plant investigation, removal of last sentence incorrectly indicating that event is unconfirmed) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.

Event description:
It was reported to fresenius that patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an infection (specifics not provided) causing the patient to transition to hemodialysis (hd) for rrt. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l, exact value not provided) were collected, and the patient was sent to the emergency room (ER) for further evaluation. While in the ER, the patient was diagnosed with peritonitis, admitted for the intravenous (IV) administration of antibiotics (vancomycin and ceftazidime) and removal of the patient¿s pd catheter (not a fresenius product). The ER physician decided the infection was too severe to keep the pd catheter in place. During the pd catheter removal surgery, a ¿tunneled¿ hd catheter (not a fresenius product) was placed. The patient was transitioned to hd to allow time for the patient¿s abdomen to heal. The patient tolerated the transition of modality without issue and was discharged in stable condition. The patient¿s peritoneal effluent fluid culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported the patient is recovering and will return to pd therapy in approximately the next 30 days.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported to fresenius that patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an infection (specifics not provided) causing the patient to transition to hemodialysis (hd) for rrt. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l, exact value not provided) were collected, and the patient was sent to the emergency room (ER) for further evaluation. While in the ER, the patient was diagnosed with peritonitis, admitted for the intravenous (IV) administration of antibiotics (vancomycin and ceftazidime) and removal of the patient¿s pd catheter (not a fresenius product). The ER physician decided the infection was too severe to keep the pd catheter in place. During the pd catheter removal surgery, a ¿tunneled¿ hd catheter (not a fresenius product) was placed. The patient was transitioned to hd to allow time for the patient¿s abdomen to heal. The patient tolerated the transition of modality without issue and was discharged in stable condition. The patient¿s peritoneal effluent fluid culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported the patient is recovering and will return to pd therapy in approximately the next 30 days.